Event description:
It was reported that the patient presented to the follow-up clinic with signs of infection. The wound at the device pocket was found to be ulcerated. The device and leads were visible through the skin. The physician explanted the active system ¿ implantable cardioverter defibrillator (ICD), right ventricular (rv), right atrial (ra) and left ventricle (lv) leads. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.